Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the event was not reported. On unreported date(s), the patient was treated with meropenem (route, dosage, frequency, and duration not reported) for the peritonitis. At the time of this report, hospitalization was ongoing. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis and the peritoneal effluent fluid was clearer "than before". No additional information is available.